Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (5) five years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that phenomenon occurred, because leak at cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k autoclavable camera head would not focus. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the focus was not working due to a bad cable unit. Also, evaluation found the rear cover was faded and the device failed a water leak test at the cable near the rear cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.